Event description:
The customer reported that fluoroscopic x-ray was intermittent. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video control board and connector cable were replaced. The system was tested and found to be working as intended and put back into service.